Event description:
The reporter stated that the accu-chek comfort curve strips expiration date is 06/30/2008. The electronic system expiration date for the strips is 03/31/2008. Batch record verification also confirmed the expiration date as 03/31/2008. No actions taken or treatment given based on event. No adverse event reported. New strips sent and return requested.